Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 950 mg/dl, seizures, and a loss of consciousness. The customer believes the pump was not delivering insulin; however this could not be confirmed as customer did not upload pump data for review with tandem technical support, and did not have the pump available for a system check. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and an unspecified fluid. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer was unable to provide additional details as the customer could not recall and was confused about the event details.